Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited a pace impedance measurement of less than 200 ohms, resulting in a lead safety switch (lss). A previous pace impedance measurement of less than 200 ohms was observed for the non boston scientific right atrial (ra) lead in addition, resulting in a lss. These leads remain in service. No adverse patient effects were reported.